Manufacturer narrative:
Device evaluated by MFR: received coaccess electrode system, cable and introducer set with residue present on the devices indicating use/ handling. A visual examination found the array tines to be fully retracted. The insulated introducer cannula was placed onto the electrode and was found to be without defect. A functional evaluation was performed by easily extending and retracting the array, the tines were found to be covered with residue. Second functional evaluation of the electrode was performed by measuring the continuity and the electrode was able to conduct current indicating proper connectivity at 0.5 ohms. The continuity of the cable was measuring the continuity at 0.2 ohms and the continuity of the electrode and cable combination was measured to be 1.4 ohms. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2015-07769. It was reported that patient experienced pain during the procedure. The patient was undergoing a radiofrequency ablation (rfa) procedure of the liver. A rf3000 radiofrequency generator and a 4.0/15/15 leveen coaccess electrode were selected for use. Physician attempted ablation three times, adjusting the power to the maximum each time, however, the impedance did not increase. Troubleshooting steps did not resolve the issue. During the procedure, the patient felt severe pain, therefore the procedure was discontinued. The patient felt no pain post procedure. The patient was stable, but remained in the hospital for observation for one night.

Manufacturer narrative:
(B)(4)

Event description:
Same case as: 2134265-2015-07769. It was reported that patient experienced pain during the procedure. The patient was undergoing a radiofrequency ablation (rfa) procedure of the liver. A rf3000 radiofrequency generator and a 4.0/15/15 leveen coaccess electrode were selected for use. Physician attempted ablation three times, adjusting the power to the maximum each time, however, the impedance did not increase. Troubleshooting steps did not resolve the issue. During the procedure, the patient felt severe pain, therefore the procedure was discontinued. The patient felt no pain post procedure. The patient was stable, but remained in the hospital for observation for one night.